Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: unique identifier (UDI) number changed to unknown g3: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative two (2) osseotite® certain® 2 implant 3.25 x 11.5mm (xifosm311) & one (1) osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual evaluation of the as returned products identified no apparent malfunction with the implants, besides the cover screw not being able to be disengaged. There are heavy scratches on the cover screw head. Signs of use on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot numbers (2018011764 & 2018040215). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2018011764 & 2018040215) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that the implants at tooth sites 12 was removed due to pain.symptoms as a result of the event: sensitivity.